Event description:
Per summons and lawsuit received, it was alleged that a codman device was defective causing or contributing to an unspecified injury. At present time it does not appear that co will be getting the device back for evaluation.